Manufacturer narrative:
(B)(4). Two photos received. Upon visual inspection of two photos, the following was observed: the first photo shows a white reload inside of a plastic bag with body fluids. However, no drivers up were noted, and sled appear to be on the proximal end. The second photo shows a white reload aside view and it belongs to a batch # u5au52. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during endoscopic left hemihepatectomy surgery when severing hepatic pedicle tissue, could not fire farther after fired a half. Noted the staples malformed. Changed to the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.